Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1499 showed four other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported prior to chemotherapy treatment, staff nurse checked PICC line, no venous return and when flushed it was noticed that the PICC line was leaking just above the purple butterfly. Action stopped flushing and checked patient's condition. Leaking reported to nurse in charge of unit. Discussed with doctor. New PICC line insertion organised for the next day (B)(6) 2021 in interventional radiology. Faulty PICC line removed as per nurse in charge. Chemo returned to pharmacy to be kept safely in fridge until the following day when new PICC line could be used. Reassurance and explanation given to pt throughout events.